Event description:
It was reported by the dealer that they took the unit out of the box and it tested fine, but, shortly after putting it on a patient it began alarming low o2. Provider states that the unit is only running 60% oxygen purity. No patient injury alleged, no additional information provided.